Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found with ¿a small amount of fluid in the syringe and also brown foreign matter at the tip of the syringe.¿ there is no report of injury or medical intervention.

Manufacturer narrative:
A single loose 3ml assembled syringe was received by bd canaan from an unknown batch # and was visually evaluated. The sample had a few embedded foreign matter spots in the luer collar and the barrel wall. At least one spot was larger than level 3 in size, which is rejectable per product specification. No fluid was observed inside of the syringe. The stopper was visibly very lightly moist from siliconization process, which is part of a normal manufacturing process. No droplets or excess silicone was observed on the stopper or barrel walls of the syringe. The embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the sample evaluation: confirmed for burnt plastic: bd canaan was able to confirm the customer's indicated failure. Unconfirmed for droplets: bd canaan was not able to duplicate or confirm the customer's indicated failure. Investigation conclusion: the embedded fm is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.